Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 40x18 mm in diameter abdominal aortic aneurysm. The proximal neck was 16-15 mm in diameter and 34 mm in length. The left common iliac artery was 8.5 mm in diameter and the right common iliac artery was 10 mm in diameter. It was reported while the physician was positioning the device, it was confirmed that the marker was aligned after angiography. After the physician deployed the stent grafts, it was determined that both endurant ii stent grafts occluded the vessel due to the right side not being pushed enough and the bifurcation on the left side was mislocated. The physician commented that the image of the right iia showed that the pushed part of the device moved back to the distal direction during deployment. Pushing was not sufficient. Although the device seemed to be pushed enough into the left iia, the region near the bifurcation was narrow and the iia was occluded probably by touch up. Additional follow up post index procedure identified flow into the left internal iliac artery. No symptoms were identified and no additional treatment is required. No clinical sequelae were reported and the patient is fine.